Event description:
It was reported that the device delivered inappropriate high voltage (hv) therapy due to atrial fibrillation. The device was reprogrammed to resolve the event and the patient was stable.